Manufacturer narrative:
The pump had no button error alarm or display anomaly/frozen screen noted. The pump passed self-test and displacement test. The time advanced properly during testing. The pump did have intermittent button response on down arrow button due to flattened and creased dome switch. The pump had a severely scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display, button error alarm, and keypad unresponsive. The blood glucose at the time of the incident was 236 mg/dl. The customer states the pump alarmed button error, but the numbers are not ramping. The display was frozen, but the time on the display was progressing. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.